Manufacturer narrative:
To date, the device has not returned for evaluation. As there was no return or confirmation of a batch number, acumed is unable to determine the revision. Acumed has previously established a the root cause through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported: snapped 1.5 mm hex driver in 2.3 mm screw in aculoc2 plate. Driver tip snapped off when turning screw final time to lock into plate, was easily removed with forceps from screw head.